Manufacturer narrative:
(B)(4). It has been reported that the device has been discarded, and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the additional relevant information becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2018-10236 for information regarding the second product reported in this event.

Event description:
As reported by the rep, a directlink using an icp ventricular microsensor generated fluctuating values before going negative. This occurred after disconnecting and reconnecting following a transport from the ER to the nicu. The surgeon used a fluid coupled transducer on the drain system to monitor icp after the directlink stopped working.there were no reports of delay or patient harm.